Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was not working and confirmed that the battery was dead. The patient stated that they had surgery and thinks that the electrodes got moved around during that time because the device ¿didn¿t do the job like it did before the surgery.¿ it is unknown when the issue occurred; the patient stated that their stimulation had not worked in years. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
Product ID: 3888-28, lot# l41397, implanted: (B)(6) 1996, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.